Event description:
It was reported that pump displayed malfunction alarm malf 06. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, was given pump reset instructions, successfully reset pump with no recurrence of the malfunction, and was advised to continue using pump and to call back if any malfunction code recurred, which customer acknowledged and understood.